Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking. No patient adverse events were reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.